Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported that on (B)(6), 2014 she began to experience "dizziness, blurred vision, (her) hands were shaking and (her) balance was off". Customer attempted to test using her adc blood glucose meter but received an unspecified error message after blood was applied to a test strip inserted into it. Customer self-presented to her healthcare provider, where an unspecified reading was obtained on the hcp's meter. Customer was diagnosed with hyperglycemia and treated with an unknown amount of insulin. There was no report of death or permanent injury associated with this event.